Manufacturer narrative:
The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident.

Event description:
Complaint for three devices: the end of each one of them is broken, the tip is like broke off. It's like pinched, the curved tip is almost ready to fall off.